Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. One opened injector was returned for the report of difficulty in advancing the plunger. The returned sample was visually inspected and was found to be non-conforming for the plunger head slightly bent upward. A functional thread engagement and plunger movement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming, due to the plunger head bent. The product was processed and released according to the product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a upward plunger position. The most likely root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) delivery system, with a description of "difficulty advancing the plunger rod" and "not a smooth delivery of iol." No patient harm was reported. Additional information has been requested.